Event description:
Info received indicates the brake caster will not hold and continue to swivel.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the stretcher.